Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During preparation, it was noticed that the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of broken suture. Block h10: the returned speedband superview super 7 (handle assembly, ligator head, and irrigation tube) was analyzed, and a visual evaluation noted that the ligator head and the handle were in good condition. The suture thread was broken. No other problems with the device were noted. The reported event of suture broken was confirmed. Upon analysis, it was found that the suture thread was broken. This condition could have been generated due to handling and manipulation of the device during preparation, and the force applied to the suture during preparation. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During preparation, it was noticed that the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.